Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The rotaflow was used for patient transport in battery mode. The voltage dropped from 27 to 19 instantly. The rotaflow device was exchanged. No person was harmed. Complaint ID:(B)(4).

Manufacturer narrative:
The reported failure "battery not holding charge" was found during patient transport at the cedars sinai medical center. The device was directly involved and not able to meet its specifications. According to the service report 43358776 dated on (B)(6)2020 a getinge service technician confirmed that the battery was not holding charge. The 701017188 batterypack ni-cd 24v 120wh has been replaced. The rotaflow was tested after factory specifications and passed all tests. The unit was cleared for clinical use and returned to the costumer. The last replacement of the battery was on (B)(6)2019 . The latest battery capacity check was done on(B)(6)2020 . The rotaflow risk analysis version 06 (dms#2023689) chapter h1.1.1.21 was reviewed on (B)(6)2020 with the following outcome: the most probable root cause could be determined as: battery power failure e.g.: * defect batteries * power supply board failure * software error * user forgot recharge * defect of charger unit according to the instruction for use (instructions for use / 4.2 / en / 13, chapter 3.3.4 battery operation) the battery capacity must be checked every 6 months. And the battery must be replaced by an authorized service technician every 2 years, at the latest. It must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrance rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID:(B)(4).